Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor system. Pump passed idle current test, run current test, self-test, off no power test, unexpected error test, displacement test and rewind test. Unable to perform occlusion test and basic occlusion test due to prime anomaly. Motor passed motor test. Pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor error alarm. The customer's blood glucose level was 4.9 mmol/l at the time of the incident. The customer was not sure if the drive support cap is protruded, loose, sticking out or flushed. There was no motor position encoder error in the alarm history. The product was returned for analysis.